Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for eval.

Event description:
The customer reported "last week I was pushing an IV med and the cap cracked." There was no pt harm or medical intervention. No further pt or event info was provided.